Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failing continuously. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer continued to fail. A field service engineer (fse) logged into hardware test application (hta) and tested the opening and closing of the tower doors. Multiple tests were run, and it was observed that door 1 still showed as closed even when it was physically open. The fse removed the door latch on door 1, attempted to tighten the wire harness for better conductivity, and applied conductive grease. However, the issue persisted. It was discovered that bending the wire harness in a certain way would cause the latch sensor to incorrectly register the door¿s position. The wire harness for door 1 was replaced, and multiple tests were conducted to ensure the latch responded correctly to both open and closed positions. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failing continuesly. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failing continuously. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h device manufacture date. This supplemental MDR was submitted to reflect the correct manufacture date.